Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during use in a blepharoplasty procedure at the user facility. There was a flash flame, a condition which may pose the risk of patient exposure to excessive heat/fire via the smoke pencil. The procedure was completed successfully without a clinically significant delay. No actual harm came to the patient, flame did burn the patient¿s eye lashes off. No medical intervention was reported. Another product was used to conduct the procedure.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during use in a blepharoplasty procedure at the user facility. There was a flash flame, a condition which may pose the risk of patient exposure to excessive heat/fire via the smoke pencil. The procedure was completed successfully without a clinically significant delay. No actual harm came to the patient, flame did burn the patient¿s eye lashes off. No medical intervention was reported. Another product was used to conduct the procedure.